Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had error code b30 or scope communication error. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h4, h6 and h11. The customer contacted olympus technical assistance center via phone and provided remote troubleshooting regarding b30 scope communication error. Customer advised that they had removed the scope and cleaned the metal contacts before plugging it back in and tried a different scope as well, but the error persisted. Olympus technical assistance center asked if the unit was off when switching scopes and they advised that it was not. The customer then powered down both the cv-190 and clv-190, plugged the scope in and was able to see an image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.